Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure the cathode end of the lead was twisted and could not be restored. Lead was removed and new lead was implanted successfully. Patient condition was stable.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.2cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.